Event description:
The user reported that the roller clamp is not stopping the flow of fluid. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been received for evaluation. The user did not indicate if this was the initial use of the device. The user did not provide a lot number. A review of lot specific device history record and the complaint database could not be completed. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.